Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was unknown at the time of incident. The customer was assisted with troubleshooting but the display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive escape and act buttons due to unlocked j2 lcd keypad connector. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify low reservoir alarm due to unresponsive button. However, the insulin pump powered up properly after battery installation. No blank display or frozen screen noted. No unexpected buzzing, audio beep anomaly noted during our testing. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.